Event description:
It was reported that the patient lost a lot of weight and they planned to move the pump from the abdomen to the patient¿s backside and they would also likely switch from a 40ml to 20 ml pump. It was noted that there were no symptoms, just possible pump flipping due to loss of weight. The cause of the pump movement in the pocket was due to weight loss. Additional information received confirmed the pump flipped. Cosmetic and skin protection was the reasons the pump size was decreased from the 40 ml pump to a 20 ml pump. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11450r03, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).